Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image disappeared when operating the down direction on the deflectable videoscope, accompanied by an e16 scope communication error. The event occurred during service/maintenance, with no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: b5, d8, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. A review of the device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information obtained from closed investigation.